Manufacturer narrative:
The customer's report was observed at zoll medical corporation and attributed to missing pace/defib engine core software. Historically failures of this type are a result of the device's software being upgraded in the field. The pace/defib engine was replaced and the correct software was installed to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer disabled", "defib fault 72" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.